Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the fiber optic pipe was broken when package was opened when in preparation for use. The event occurred in the operating room. No report of a pt injury or delay in treatment.